Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoid colon resection procedure, the staples were not formed correctly. Another device was used to complete the procedure with no patient consequence.